Manufacturer narrative:
Ge healthcare's investigation has completed and the root cause for the detaching collimator could not be determined. The collimator is fixed on the tube by two clamps, and the two clamps are fastened together by a screw with lock washer. A torque of 5.6nm is applied to the screw to prevent the screw from loosening. The ge field service engineer (ge fse) arrived at the site to investigate the event and identified the screw used to fasten the two clamps was loose which caused the collimator to detach. The fse also confirmed there was no vibration source near the system, and there was no damage to collimator mounting hardware. The systems service history was evaluated, and it was identified the system received a tube replacement approximately two weeks prior to the collimator detachment and this tube replacement procedure consists of removal of the collimator. The ge fse who performed the tube replacement was interviewed and they confirmed they followed the collimator installation instructions when they re-installed the collimator during the tube replacement. Therefore, the root cause could not be determined. To correct the issue, the ge fse reinstalled the collimator per the service instructions. No further actions are needed. Manufacturer type of report: voluntary malfunction summary report

Event description:
This report summarizes <noe> 1 <noe> malfunction events. On 13-aug-2019, the radiographic technologist (rt) at (B)(6) general hospital in (B)(6) reported that as they were positioning the collimator during a patient chest exam using their proteus fixed radiographic system, the collimator detached from the tube. When the collimator detached, it detached in the technologist's hands and therefore was prevented from falling. There was no injury related to this event.